Event description:
Balloon burst.

Manufacturer narrative:
Report rec'd from our affiliate indicated that there was a balloon burst during dilation of femoral artery. The vessel was calcified. Hand inflation pressure was unk. Procedure was terminated by another balloon catheter. There were no adverse effects to the pt. This prod will be returned for eval and testing. Add'l info has been requested and will be submitted within 30 days upon receipt.